Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he believes the insulin pump was delivering too much insulin, which caused his glucose level to drop. The customer stated that the bolus wizard settings were reviewed and they were calculated according to the amount of insulin that the customer gave himself. Advised the customer to contact his doctor as soon as possible and to revert to back up plan. Ran a fixed prime test and the insulin exited. No further info was provided.